Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a 69-year-old female patient, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including bench handling, ECG monitoring stress testing, and pacer functional stress testing using test accessories without duplicating any malfunction to the device. Review of the log did see evidence of the reported problem but does not indicate a device malfunction. The log showed the loss of ECG signal in lead ii but does not confirm a device malfunction. Contact with the customer indicated the monitoring electrodes are pre-connected prior to use. Pre-connecting electrodes can cause the electrodes to dry out and have poor adhesion with the patient's skin. The x series operator's guide states: "ensure that the therapy and monitoring electrodes are sealed within the packages and within the expiration dates printed on the packages." This report has been attributed to poor coupling of the electrode pads to the patient's skin. The electrode pads on the patient confirmed a patient impedance throughout the case and was capable of delivering therapy. Analysis of reports of this type has not identified an increase in trend.